Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed non-reactive alinity I syphilis tp and provided the following data: patient information: (B)(6) pregnant woman. The patient has no history of syphilis and no symptoms of syphilis. Patient¿s spouse's syphilis screening test result was negative and the tppa result was negative. The patient had a positive screening for syphilis from another hospital (platform unknown) and was to have further testing performed. On (B)(6) 2025, the tppa result was positive and the trust platform result was negative. On (B)(6) 2025, the customer was reportedly skeptical of the positive screening test and ran additional testing. The alinity I syphilis tp initial result was 0.75s/co (non-reactive) and repeat result was 0.73s/co (non-reactive). The autobio platform, the result was 6.34s/co (reference range: <1s/co). The abogen colloidal gold test result was positive. The customer believes that the non-reactive results are incorrect. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Manufacturer narrative:
This report is being filed on an international product, list number 07p60-77 that has a similar product distributed in the us, list number 7p60-21 / 31, with 510k/PMA/bla number k153730. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints identified an increase in complaint activity for lot 63532be01, however, no increase in complaint activity was identified for list number 07p60. Device history review did not identify any non-conformances or deviations with the complaint lot. In-house testing of lot 63532be00, which contains the same bulk material as lot 63532be01, was completed using panels which mimic patient samples using an in-house retained kit. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I syphilis tp reagent lot 63532be01 was identified.

Event description:
The customer observed non-reactive alinity I syphilis tp and provided the following data: patient information: 40-year-old pregnant woman. The patient has no history of syphilis and no symptoms of syphilis. Patient¿s spouse's syphilis screening test result was negative and the tppa result was negative. The patient had a positive screening for syphilis from another hospital (platform unknown) and was to have further testing performed. On (B)(6) 2025, the tppa result was positive and the trust platform result was negative. On (B)(6) 2025, the customer was reportedly skeptical of the positive screening test and ran additional testing. The alinity I syphilis tp initial result was 0.75s/co (non-reactive) and repeat result was 0.73s/co (non-reactive). The autobio platform, the result was 6.34s/co (reference range: <1s/co). The abogen colloidal gold test result was positive. The customer believes that the non-reactive results are incorrect. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.